Event description:
The customer reported that the system was arcing and shut down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.